Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer stated that she was wearing the device in her bra prior to the error alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No button error alarms were noted. The pump had no button response due to corroded keypad traces. Unable to test for the back light anomaly due to no button response. The pump also had minor scratches on the display window and a cracked reservoir tube lip.